Event description:
The patient reported cannula as kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.